Event description:
It was reported that following a spinal cord stimulator trial lead pull, the tip of one of the leads broke off while inside the patient's body. X rays were performed after the lead pull which confirmed that about 2.2cm of the lead tip remained under the skin but was not in the epidural space. The patient underwent a second surgical procedure where the lead tip was removed.

Manufacturer narrative:
The explant date was said to have occurred on (B)(6) 2022 or (B)(6) 2022.

Manufacturer narrative:
Analysis for lead serial number (B)(6): the reported complaint of the lead breaking while being pulled was confirmed. The returned lead was found to have the first six electrodes separated from the distal end, with electrode 6 being deformed. The damage to the lead appears to be done by a surgical tool while removing. The lead cables were found to be fractured and exposed with fraying at the breakage area, lack of necking and discoloration associated with welding. The proximity of the lead breakage points to the edge of the insulation and indicates that the cables did not break at or near the welds. Analysis suggests that resistance was felt during the lead pull and the lead was subjected to excessive tensile load causing damage to the distal array. Therefore, the most probable cause is an unintended use error caused or contributed to the event. Analysis for lead serial number (B)(6): the returned lead was analyzed and passed all tests performed. Therefore, the lead exhibits normal device characteristics as no problem was found.

Event description:
It was reported that following a spinal cord stimulator trial lead pull, the tip of one of the leads broke off while inside the patient's body. X rays were performed after the lead pull which confirmed that about 2.2cm of the lead tip remained under the skin but was not in the epidural space. The patient underwent a second surgical procedure where the lead tip was removed.

Manufacturer narrative:
Block d6b: the explant date was said to have occurred on (B)(6) 2022 or (B)(6) 2022. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2316700. Model: sc-2316-70. Serial: (B)(6). Batch: 7078577.

Event description:
It was reported that following a spinal cord stimulator trial lead pull, the tip of one of the leads broke off while inside the patient's body. X rays were performed after the lead pull which confirmed that about 2.2cm of the lead tip remained under the skin but was not in the epidural space. The patient underwent a second surgical procedure where the lead tip was removed.